Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus positive pressure connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: after replacing the needle-free connector, liquid leaked from the connector when flushing the tube. Check that the connection is completely tightened.